Event description:
It is reported by a washington department of health physician, a patient experienced a urinary tract infection with the microorganisms pseudomonas aeruginosa (pseudomonas aer.) And enterococcus faecalis (e. Faecalis) within 15 days of a procedure with a videoscope cyf-v2. It is unknown how the infection was treated. No further consequences to the patient have been reported. The physician further states: we are not attributing the infections to improper reprocessing, only stating that patients had these organisms growing from urine on day 0-15 after the procedure. The incidence of infection does not appear to be outside of the range of ¿normal¿ and there is not a common organism that suggests the scope is persistently contaminated. Additional details have been requested regarding the patient and reported event. At this time, no further information has been provided. This event was reported as one of 4 related events. Case with patient identifier (B)(6) reports patient infection with enterobacter cloacae (e. Cloacae) case with patient identifier (B)(6) reports patient infection with escherichia coli (e. Coli) case with patient identifier (B)(6) reports patient infection with staphylococcus epidermidis (staph epi.) Case with patient identifier (B)(6) reports patient infection with pseudomonas aeruginosa (pseudomonas aer.), and enterococcus faecalis (e. Faecalis)